Manufacturer narrative:
Results: as received, both leads were in good condition with minor explant damage on the lead bodies. A broken piece of stylet was in the terminal end of lead "a". Continuity testing revealed that channel 7 of lead "a" was open. The open was isolated to the terminal end. Lead "b" passed all functional testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported two leads, of the same model, were returned to sjm without an explanation or sender information. Further device information is unknown.